Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station did not turn on. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station did not turn on. A field service engineer disconnected the auxiliary cabinet, but the device still had no power. After disconnecting drawers one at a time, the issue was found with the main full height drawer 5. The drawer controller board was identified as faulty. The fse replaced the drawer controller board, secured all connections, rebooted the station and ran diagnostics confirming that the drawer and the entire pyxis station were functioning properly. The user verified that power was restored, and all devices were functioning correctly. The system functioned as intended after the field service engineer repaired the device.